Manufacturer narrative:
No device was returned for review as it remains in the patient. Patient pain was reported with fracture, but no additional information was provided. No cause could be determined as to the reported issue.

Event description:
It was reported that a transition 6.5mm mis ha polyaxial pedicle screw has been found broken post operatively causing patient pain. This event occurred in spain.